Event description:
It was reported that the patient presented for a routine device change out procedure. During analysis prior to the procedure, the right ventricular (rv) lead was over-sensing noise with multiple episodes of high ventricular rate were noted, as well as r-wave amplitude variation. Programming changes were made. The patient's condition was stable.